Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. T-wave oversensing present on egms. Concomitant medical products: a 694045 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the telemetry monitor captured a strip that showed a 2.5 second pause. There was possible t-wave oversensing (twos) and sensing of non-physiologic events of short duration on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.